Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens was cut in two pieces, most probably to make the removal possible. Particles and debris were observed on the lens related to the handling of the device out of a controlled environment. Some residue of what appears to be bss (balanced salt solution) and/or viscoelastic was observed on the lens surface. Both haptics were observed crimped/distorted. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic of a za9003 11.5 diopter intraocular lens (iol) was noticed crimped upon insertion into the patient's operative eye. Therefore, the lens was removed and another lens was inserted without incident. No additional information was provided.